Manufacturer narrative:
Correction: (d) revised UDI, as lot # is unknown (h) date of manufacture is unknown investigation results: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of connector c35-o lot 2412503 was conducted, and no deviation or non-conformance related to the alleged defect was found. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
No additional information.

Event description:
Event details: there have now been multiple instances of faulty connectors where the fluid path doesn¿t appear to open, leading to upstream occlusions despite troubleshooting. The only workaround has been to replace the connector entirely. Staff are noting that this seems to be lot-specific. 1. Have you confirmed that the connections were properly secured? - to the best of staff recollection, yes. 2. Have you noticed the click sound after connecting? - staff can not say definitely as this was reported retrospectively. 3. Was there any deformities? - none noticed. 4. What kind of drug was used? - staff do not specifically recall the drug. 5. If pump was being used, kindly provide the rate of infusion. - same as above, staff do not specifically recall the drug, so nor do they recall the rate. 6. Have you replaced the defective connector and successfully completed the medication procedure? - replacing the connector led to successful infusion. In one instance, a few consecutive connectors caused issue from the same lot, before success trying a connector with a different lot#

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.